Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. It was determined that the implantable cardioverter defibrillator (ICD) detected ventricular high rates in the ventricular fibrillation (vf) zone, which was not withheld via wavelet resulting in the shock. The ICD is planned to be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.